Manufacturer narrative:
Device sample not available for investigation. DHR could not be performed due to lack of lot number. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, the MFR will continue to monitor and trend related complaints.

Event description:
The event is reported as: alleged issue reported: during a prostatectomy, after the correct ligation with few clips, the surgeon could feel or hear the audible click and then noticed that the clip fell or it still remained in the trigger. It was confirmed the fallen clip did not remain in the patient. Another applier was used without any issue. No patient injury reported. Patient's current condition is fine.